Event description:
Healthcare professional reported that during the implant procedure, one of leaflets was damaged. The pt's tissue was in poor condition and there was extensive bleeding following implant of the valve. The surgeon tried to stop the bleeding by taking additional stitches and damaged the valve. The assisting surgeons reported that the event was not related to the device. The valve was replaced with a mechanical conduit and returned for analysis.